Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with return of device. Failure event observed during analysis. Final analysis found that partial lead was returned. Analysis found insulation degradation at 4.5 cm from connector pin. (B)(4).

Event description:
This reported is to advise of an event observed during analysis.